Manufacturer narrative:
It was reported that the bandage was used on a scrape. After applying the bandage the area became "raised and bubbly". It was reported that the customer had to visit a provider and antibitoics were prescribed for the area, which eventually cleared up however a "scar" remains. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Allergic reaction".